Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a very bad infection while on peritoneal dialysis (pd) therapy. In additional follow-up, a contact from the dialysis clinic stated they were familiar with the patient. However, the patient expired some time in 2020 and all of the patient's medical electronic records were closed out. The contact stated the patient was on hemodialysis (hd) therapy at the time of death. The contact stated the death was not related to dialysis or the use of any fresenius device or product. No information pertaining to the patient experiencing an infection was available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there was no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there was no allegation that a fresenius product malfunction or deficiency was related to the reported infection.

Event description:
It was reported that a patient had a very bad infection while on peritoneal dialysis (pd) therapy. In additional follow-up, a contact from the dialysis clinic stated they were familiar with the patient. However, the patient expired some time in 2020 and all of the patient's medical electronic records were closed out. The contact stated the patient was on hemodialysis (hd) therapy at the time of death. The contact stated the death was not related to dialysis or the use of any fresenius device or product. No information pertaining to the patient experiencing an infection was available.